Manufacturer narrative:
Patient ID, weight, ethnicity, race: no information was provided. Based on the problem description, failure is likely an rf welding failure at the cassette (hex leak). The product IFU states the following: do not use in combination with an extracorporeal circuit. 3m will continue to monitor. End of report

Event description:
A hospital reported a (B)(6) female patient was receiving a red blood cell exchange procedure. 3m¿ ranger¿ high flow disposable set (model 24370) was being utilized to warm the blood during apheresis. The medical staff noticed blood was leaking from the back of the ranger unit. The apheresis nurse practitioner and apheresis coordinator were notified of the blood leak and the warmer was removed from service. No medical interventions or adverse injuries were alleged.